Event description:
It was reported the patient had an embolism, noted a week post implant. It was determined to be related to the procedure. The patient had pain in his left upper arm after discharge post implant, was brought to the ER, and an ultrasound showed a deep vein thrombosis of the left upper arm. Anticoagulation therapy was initiated, and the event was considered successfully resolved 10 days post implant. No further patient complications have been reported.